Event description:
It was reported the burr became stuck on the wire. A 1.25mm rotalink plus and rotawire were selected for a procedure in the severely calcified and severely tortuous left anterior descending artery (lad). The rotablation procedure of the long lesion was completed. Upon removal using dynaglide mode, dynaglide mode rotation stopped. The burr was stuck on the wire. The devices were removed together by gently pulling on the devices. It was believed the wire may have become kinked. The procedure was successfully completed and there were no patient complications reported.